Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) suggested potential further actions. The lead remains in use. No adverse patient effects were reported.